Event description:
It was reported that the infusion device did not display the electronic message after the patient reinserted the battery. The patient experienced elevated blood glucose levels above 300 mg/dl. On (B)(6) 2024, the patient's physician recommended her to stop using the infusion device and use an insulin pen. The patient's blood glucose level decreased to 94 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.